Event description:
It was reported that a patient underwent a laparoscopic appendectomy on (B)(6) 2022 and suture was used. When opening the package, it was found that the needle had been detached from the suture. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Analysis summary: one detached needle and a winding former with three needle-suture combination and one suture of product code d9142 were returned to ethicon for evaluation. This product code is control release, and each packet contains four strands. Visual inspection was conducted on the returned device. After investigation of the sample short insertion was observed in strand. The visual inspection concluded that the combination of the needle/suture was found detached since the insertion end of the suture did not meet the requirement. This defect is caused because the suture was not properly inserted inside of the needle barrel hole. Based on the information currently available, the pull-out defect was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. The manufacturing records couldn't be reviewed as the batch/lot number is unknown.